Event description:
It was reported that the customer went to the emergency room (ER); details and nature of ER visit was not provided. The customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.